Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implantable pulse generator (ipg) experienced a failed telemetry transmission using the mycarelink monitor when attempting to initiate a transmission by placing the monitor over the device. The patient stated the telemetry process did not start, the monitor repeatedly returned to the start screen, and no progress bar appeared during multiple attempts. The patient adjusted the monitor position several times, correct monitor placement was verified, and the patient confirmed there was no nearby equipment that could interfere with the signal. No successful telemetry transmission occurred, the patient was not connected to the device, and the patient was referred to a doctor¿s office/clinic for an in-person device check. The ipg remains in use. No patient complications have been reported as a result of this event.